Event description:
Two cnas were repositioning pt in broda wheelchair. Pt's left leg was caught on the foot pedal, and pt sustained a 10x5cm laceration/evulsion of the left lower leg inner calf. Debridement and skin graft performed.